Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor saline smooth breast implants and suffered several unexplained systemic symptoms, including muscle weakness, fatigue, memory problems, and tremors. No device issue was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2009 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On april 25, 2022, mentor received additional information regarding the customer's complaint. The patient's procedure was determined to be a primary breast augmentation. The customer's date of birth has been updated to (B)(6) 1964. The patient's age at the time of event was reported to be 43 years old. The patient's ethnicity is non hispanic/latino. The patient's race is caucasian. The device information has been updated to a 325cc mentor smooth round moderate profile saline breast prosthesis. Catalog# 3501650. Lot# 5778383. Serial# (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).